Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the stylus was not working correctly on the screen and that it was unable to be calibrated and the bezel overlay assembly was replaced and calibrated to resolve. The hard drive was also reconfigured and the software reloaded. (B)(4).

Event description:
It was reported that the cursor on the programmer screen was unable to be moved to the right-hand side. It was also reported that the programmer was unable to calibrate the stylus pen; multiple stylus pens were attempted. The programmer has been returned for repair. No patient complications have been reported as a result of this event.